Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 24 oct 2019. Medical records were reviewed to identify patient harms/product issues on (B)(6) 2019. It is indicated the patient underwent a previous right knee revision with tibial insert exchange and irrigation and debridement due to infection, pain, and swelling. The surgeon noted the first revision occurred in late (B)(6) of 2019. Awareness date is (B)(6) 2019. Doi: (B)(6) 2019; dor: (B)(6) 2019 (tibial insert); right knee.